Event description:
The issue occurred in a system 2000, a bath system for assisted bathing. Customer called because the yellow spray handle would spray towards the caregiver. The device was checked by an arjohuntleigh technician and it was found that the yellow disinfectant handle was cracked. The handle was replaced. MFR ref number 9611530-2013-00034.